Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy the console generated a catheter restriction alarm. Blood was also seen inside the catheter. The iab was removed immediately. Since a thrombus had formed in the iab, it could not be removed from the sheath insertion part. Therefore, the catheter shaft was cut and removed in the ope chamber. A new iab was inserted, however, immediately after insertion it ruptured. Blood was seen in the tubing and had reached inside the console. A third iab and a different console were then used to successfully continue therapy. There was no patient harm or adverse even reported. This report is for the first iab used in this event. A separate report will be submitted for the second iab.

Manufacturer narrative:
Event site postal code: (B)(6). Complete event site city: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
The iab was returned cut in two parts with the membrane completely unfolded and blood found on the exterior of the catheter. A portion of the membrane taper was cut from the membrane and not returned near the proximal end. A non maquet sheath and extender tubing were also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. We are unable to confirm the reported problems because of the returned condition of the catheter and portion of iab not returned. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.